Manufacturer narrative:
Product analysis: the device remains implanted. Conclusion: multiple attempts to gather additional information have been made; however, these attempts have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following post implant of this bioprosthetic aortic valve (implant duration unknown), this valve was replaced, valve-in-valve with a transcatheter bioprosthetic valve. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that this valve was replaced due to elevated gradients with calcification of the leaflets and graft. Prior to the replacement procedure, the patient complained of dyspnea upon exertion and palpitations. No adverse patient effects following the replacement procedure were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.